Manufacturer narrative:
Additional information received by user facility not known at the time of MDR submission. Date of incident: (B)(6) 2020. Patient's age: (B)(6).

Manufacturer narrative:
Parent of end user alerted rn of leaking foley catheter. It was reported, "the foley catheter snapped off above the balloon port while still secured with dressing in the patient leaking urine." Urology resident examined end user, and contacted attending physician. It was reported a new foley catheter was inserted with the use of a guidewire and end user's surgical site assessed. It was reported end user's surgical site was redressed and foley reconnected to a new leg bag, with observed urine flow. No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. A sample has been returned, (medline quality receive one (1, ea) sample of the 6 fr. 1.5ml 100% silicone pediatric foley catheter (dynd11552, lot 592190703). The sample was received in an opened, used condition. Please note that the sample received differs from the item originally reported. Dynd11706 was originally documented as the defective item; however, dynd11552 was received). The suspected root cause is a tensile force applied to catheter detaching it from the y-junction. Due to the need for medical intervention during the reported incident, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported the foley catheter "snapped off above the balloon port while still secured with dressing in the patient." Catheter was reported to be leaking. Catheter removed and replaced.